Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer was not using this pump for insulin therapy yet, so blood glucose was not affected. Reportedly, the customer has manual injections for insulin therapy.